Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted this time. A call was placed to technical services on 4/24/2017 stating that there are some pwaves around .5 mv but most are about 1 mv.the physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).